Event description:
It was reported that code 1003 appeared on this implantable cardioverter defibrillator (ICD), indicating that the voltage was too low for the projected remaining capacity. Technical services (ts) performed a data analysis and confirmed that the device was prematurely depleting. Ts suggested replacing the device. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates on h6: device codes.

Event description:
It was reported that code 1003 appeared on this implantable cardioverter defibrillator (ICD), indicating that the voltage was too low for the projected remaining capacity. Technical services (ts) performed a data analysis and confirmed that the device was prematurely depleting. Ts suggested replacing the device. The device remains in use. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates on h6: device codes. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alertcode 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a burn mark within the battery cell, which was likely caused during manufacturing.

Event description:
It was reported that code 1003 appeared on this implantable cardioverter defibrillator (ICD), indicating that the voltage was too low for the projected remaining capacity. Technical services (ts) performed a data analysis and confirmed that the device was prematurely depleting. Ts suggested replacing the device. The device remains in use. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that code 1003 appeared on this implantable cardioverter defibrillator (ICD), indicating that the voltage was too low for the projected remaining capacity. Technical services (ts) performed a data analysis and confirmed that the device was prematurely depleting. Ts suggested replacing the device. The device remains in use. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.